Manufacturer narrative:
The explanted devices were not returned to bsn for eval as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that the pt's precision system was explanted as precaution to infection and inflammatory reaction. The pt's symptoms were redness and swelling around the ipg site. There was a blood clot seen at the ipg site at the explant. The pt is reportedly doing well.